Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the blockage alarm of the pump unit sounds multiple times, and the blockage alarm no longer occurs when the same consumables are replaced, and a different pump is used. The event occurred at the patient's home. There was no disinfection or sterilization, and no infectious disease occurred. This occurred during patient use, no patient harm/adverse event reported.

Manufacturer narrative:
H3: one photo of the device/sample was received for evaluation. It is not possible to identify visible damage that could cause the failure reported by the customer and so the reported issue was not confirmed. No further action will be taken.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be confirmed. The device worked as intended. A device history record (DHR) review could not be done as no lot number was provided.